Event description:
It was reported that the patient¿s ilet pump was not charging because it was placed upside down on the charging pad with the clip on, resulting in a charging problem related to the battery charger; after moving the charger to a wall outlet and orienting the device correctly, charging resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem, consistent with improper charging setup involving the charger and pump orientation. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.